Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power-up code #6 which occurred upon start up. There was no patient involvement and no adverse even was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The iabp showed power up test fail code #6. Issue was confirmed in the iabp's logs. To address the issue the stm replaced the touchscreen, and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power-up code #6 which occurred upon start up. There was no patient involvement and no adverse even was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp was repaired and was released for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power-up code #6 which occurred upon start up. There was no patient involvement and no adverse even was reported.